Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had an error code. It was indicated that a display wire and a battery wire were pinched and wire was exposed. It was also indicated that the keypad was scratched. It was also indicated that the hanger assembly was missing. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) had an error code. The epg was returned for service. There was no patient involvement.